Event description:
The customer contacted physio-control to report that their device had all three icons (charge pak, attention and service wrench) present on the display. The three icons being illuminated indicates that the device may not be able to provide sufficient defibrillation therapy, if necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control advised the customer that their device is not field serviceable and no longer under warranty. Physio recommended that the device be permanently removed from service and that a replacement device be obtained. It was later confirmed by the customer that they had permanently removed the device from service. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.